Event description:
Related manufacturer reference number: 1627487-2022-01715. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates one lead was explanted and replaced and an additional lead was implanted to address the issue.